Manufacturer narrative:
(B)(4). The complaint bc4030 infant nasal prongs are currently en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare logistics facility in canada reported on behalf of a healthcare facility via a fisher and paykel (f&p) field representative that the one of the nasal prongs of a bc4030 infant nasal prong was detached before use on a patient. It was further reported that scissors were used to open the packaging of the prongs. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc4030 infant nasal prongs were returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected by a trained f&p technician. Results: visual inspection of the complaint bc4030 infant nasal prongs confirmed that one of the nasal prongs was detached. It was also noted that the packaging has been cut off by a sharp object. Conclusion: the most likely cause of the reported issue would be that a sharp object such as a pair of scissors have been used to open the packaging which resulted in cutting off the nasal prongs. The flexitrunk nasal CPAP interface is designed to deliver non-invasive positive pressure therapy to a spontaneously breathing patient weighing up to 10 kg in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The user instructions which accompany the bc4030 infant nasal prongs reveal the following instructions; ·set gas flow to prescribed level. Turn the humidifier on. Refer to manufacturer's instructions. Place hand close to nasal prongs or mask to ensure there is gas flow present. Also, the user instructions reveal the following warnings: ·handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. ·do not use if product or packaging is damaged. ·do not modify this product. ·use patient oxygen monitoring. ·always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level

Event description:
A healthcare logistics facility in canada reported on behalf of a healthcare facility via a fisher and paykel (f&p) field representative that the one of the nasal prongs of a bc4030 infant nasal prong was detached before use on a patient. It was further reported that scissors were used to open the packaging of the prongs. There was no patient involvement.